Event description:
Caller reported a cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed there were consecutive cartridge alarms and decided to replace the pump. The customer will temporarily continue using the current pump with a mobile app for interaction and bolusing. Technical support advised the customer on setting up and returning the pump, including programming settings, connecting the cgm to the replacement pump, and returning the faulty pump within ten days. A replacement pump with updated software was sent to the customer.